Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision of l4-s1 posterior fusion surgery and removed the existing expedium hardware for unknown reason. An expedium 7mm x 40mm was removed and the surgeon asked for an expedium 7.5mm x 40mm replacement. It is unknown if there was surgical delay. Procedure and patient involvement is unknown. This complaint involves three (3) devices.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.